Manufacturer narrative:
The myosure hysteroscope is not being returned; therefore, a failure analysis cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2014. The physician inserted the myosure hysteroscope and noted a uterine perforation. The hysteroscope was removed and the physician performed a dilatation and curettage (d&c). No intervention was required and the patient was discharged home.